Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered serious bodily injuries, extreme pain and chronic infection. The patient also suffered from erosion of internal tissues, dyspareunia and other injuries. All other information is unknown and unavailable.